Manufacturer narrative:
Product analysis: 3 sections of the tubing were cut out and sent to r.I. To have the wall thickness measured against the specification: sample 1 - measured to be 0.0916" the specification is 0.094 +/- 0.005 inches sample 2 - measured to be 0.0948" the specification is 0.094 +/- 0.005 inches sample 3 - measured to be 0.0967" the specification is 0.094 +/- 0.005 inches visual analysis: visual inspection shows evidence of a split in the tubing approximately 1-1/4 inches in length. Device was cleaned using a 10% bleach solution. Conclusion: tubing was returned for analysis and wall thickness was measured against the specification, all measures passed and visual inspection shows evidence of a split in the tubing approximately 1-1/4 inches in length. The damage appears to be damage from the roller pump, these reports are rare, and usually attributed to unknown cause, over-occlusion, or improperly in the raceway but a definitely root cause cannot be confirmed. Additional information received. The patient was undergoing lung transplant surgery. The patient had been on for 4 hours, the customer nursed it for 1 hour. The customer did have it ¿spinning/running¿ for 3 hrs prior to going on. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of the custom pack it was noted that there was a split in the arterial pump boot line. The tubing mostly held blood probably due to pressure in the line. Arterial boot line tubing with split was not occluded. The pack was replaced. No adverse patient effects were reported.